Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051", "off set self check failure - 1174" error messages and was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report of self check error 1174 was observed in the forensic memory log. However, the device was put through extensive testing without duplicating the report. Internal inspection found no discrepancies. The o2 tube was replaced as a precaution. This report was closed as observed in device data - recoverable error. The customer's report of self check failure 1051 was observed in the forensic memory log; however, that can occur when the device attempts to dump the excessive pressure to ambient. This report is closed as device used incorrectly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.